Event description:
Complainant alleged that during a routine shift check by a clinician, the paddles would not discharge. In addition, when the discharge button is pressed it increases the energy level. Complainant indicated that there was no pt involvement in the reported malfunction.